Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging that a one touch verio pro meter displayed an error 4 message. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Meter and test strips were replaced and requested back for investigation. Lifescan (lfs) received the test strips involved in this complaint; the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the test strips have passed all testing with no faults found. However, the patient did not return the meter as requested. If the meter is returned lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.